Event description:
The pt reportedly experienced loss of lock between the internal device and the external equipment was exchanged and programming adjustments were made, however, the issue was not resolved. Revision surgery under consideration.